Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the olympus service center engineer directly replaced the device nozzle with a new one and was unable to determine what was clogged in the device nozzle. The evaluation stated that the customer reported issue was due to insufficient cleaning during reprocessing after use. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus, the evis lucera elite gastrointestinal videoscope had clogged nozzle. The event occurred during reprocessing of the video scope. Upon inspection and testing of the customer returned device, insufficient cleaning or incorrect reprocessing was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from improper reprocessing after the previous procedure. The specific root cause of the improper reprocessing at the facility could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "preclean device and accessories immediately after each patient procedure. There is a possibility that residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Flush water into a/w channel of device during precleaning to remove clogging. Clean external surfaces of device with clean lint-free cloth / sponge paying attention to nozzle opening so that all debris is removed. Presoak device in detergent solution before manual cleaning for excessive bleeding and/or delayed reprocessing after each procedure." Olympus will continue to monitor field performance for this device.